Manufacturer narrative:
The insulin pump was received with cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window, missing reservoir tube o-ring, cracked case reservoir tube window corner and cracked battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip noted. (B)(4).

Event description:
Customer reported via phone call that the reservoir compartment was damaged. Customer blood glucose was 59 mg/dl at the time of incident. Troubleshoot was performed. The customer stated that the reservoir compartment was cracked and the had loose piece. Insulin pump was returned for analysis.